Event description:
An impella cp was inserted via right femoral arterial access in a 73-year-old male presenting with acute myocardial infarction with cardiogenic shock (ami-cgs), scai stage d. The patient¿s medical history was significant for coronary artery disease and diabetes mellitus, and he required inotropic support, vasopressors, and mechanical respiratory support. The patient underwent left anterior descending (lad) coronary angioplasty with ptca stent placement, along with shockwave coronary intravascular lithotripsy (ivl) and intravascular ultrasound (ivus). During the procedure, it was reported that the pressure transducer failed following shockwave therapy, prompting device revision or replacement. The patient experienced hemodynamic instability in association with the event. The use of shockwave coronary ivl, underlying cardiogenic shock, severe coronary artery disease, and the need for large-bore femoral vascular access with concurrent inotropic and vasopressor support are known clinical and procedural factors that could have caused or contributed to the reported event. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported event. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 medical device problem code a0709 was inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
B1: added product problem h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary pd-generic: the cause of the sensor damage was interaction with shockwave device; however, the distance between the devices was unknown so the true root cause of the interaction could not be determined. Placement signal issue: the cause of the placement signal issue was a device interaction with shockwave, due to psnr alarm occurring alongside known 5s sensor break characteristics. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.